Event description:
On 11/1/2023, it was reported by a sales representative via (B)(4) that an ar-3200-1036 synergy matrix management software had an issue. During a case in or 3, 2 boom monitors went black. Initially only one of the monitors went out and then came back, then another monitor went out, and came back, then both went out at the same time and didn't come back. The monitors were using sdi at the time because the tech never routed using the elo. The blackouts occurred while using the fail-over sdi mode. The case was completed with no patient harm as the sales representative routed using the elo.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: (no problem found) the evaluation did not identify any issues relevant to the reported event.